Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided when the arjo representative picked up the bed to return it back to service center, he noticed that the bed would lower by itself when the side rail was pulled. The bed was returned to service center for evaluation and repair. The device was in use with patient when the issue was noticed. There is no indication of any injury sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The arjo technician indicated that the symptoms looked like if there was an electrical short in the cable of the side rail controllers, however, when the device was returned to arjo for repair, it passed the quality check (qc) without any issues. Based on the collected information the exact root cause of the complained unintended movement of the bed cannot be confirmed. The initially alleged symptom indicated a possible malfunction of the device, however upon inspection no fault was found. The instructions for use for citadel bed 830.213 includes the following information related to prevention of unintended movement as reported in the investigated scenario; "lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed". Arjo device failed to meet its performance specification since the bed allegedly moved without intentional activation, however the evaluation did not reveal any malfunctions. The device was used for a patient treatment when the issue occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Event description:
Following the information provided the customer complained that the bed platform would raise or lower when someone leans on the side rail. The arjo representative, who picked up the bed from the customer's site, noticed that the bed platform would lower when the side rail was pulled. When the side rail was not moved, the bed platform did not move either. According to the information provided the bed was used for the patient treatment when the issue occurred. No injury was sustained.